Event description:
Immediate onset. Pt requested dialysis to be slowed down. Heart pounding. Became nauseated, vomited. Pt stated "lip, tongue adn throat are numb." Swelling noted to cheeks lips and tongue skin cool to touch. Swelling noted to rt eye. Transported to hospital via ambulance. Dose or amount: load 1600, hour 1000; frequency: dialysis; route: IV. Diagnosis or reason for use: dialysis.